Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and found relevant error codes associated with the reported event. The se performed ground isolation test and replaced the graphical user interface (gui) to breath delivery (bd) cable assembly. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator was inoperable. The ventilator was not in use on a patient at the time of the event.